Event description:
It was reported that the tip was missing from the catheter. The user noticed this, and used the catheter anyway, as a result, the user experienced minor bleeding. The patient did not require any medical intervention and the bleeding was self-limiting; the tip of the catheter was missing completely (it was not inside the packaging) and the patient did not use scissors to open the package

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.see scanned page.